Manufacturer narrative:
Motor error alarmed during the basic occlusion test and the pump was unable to prime during prime test due to faulty force sensor system. The pump was unable to verify excessive no delivery alarm due to motor error alarm and prime fill anomaly. The pump was received with broken reservoir tube lip, cracked reservoir tube, missing end cap sticker, minor scratched lcd window and scratched case.

Event description:
The customer reported via phone call indicating excessive no delivery alarm and a motor error from the insulin pump. The customer's blood glucose reading was 145 mg/dl. The customer stated that she received a motor error and no delivery alarm while blousing at night. The customer stated that the pump was not exposed to strong magnetic field. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.